Event description:
It was reported that during implantation of the preloaded multifocal intraocular lens (iol), model den00v, into the patient¿s left eye, the patient experienced blurry vision and was found to have an unexpected 2.5 diopters of cylindrical refractive error postoperatively. The lens was subsequently explanted during a secondary surgical procedure and replaced with a non¿johnson & johnson intraocular lens. Additional information indicated that the patient reported difficulty performing daily activities, including driving and flying. The patient experienced a loss of two or more lines of best spectacle-corrected visual acuity (bscva). The refractive error was determined to be entirely due to astigmatism, with no evidence of spherical over- or under-correction. There were no reports of capsular tear, unplanned vitrectomy, or the need for sutures, and no medications outside the standard of care were prescribed. The patient outcome remains pending, as the explantation occurred only a few days prior, and postoperative refraction with the replacement lens has not yet been performed. Preoperative bscva was 20/20, and postoperative bscva was 20/25+2. Preoperative refraction was +1.75 +1.25 × 168, and postoperative refraction was plano +2.50 × 175, with an intended target refraction of -0.27. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown, information was requested but not provided. Section h3:the device was not returned for evaluation therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code 4619: temporary impairment (blurry vision: impacting daily life activities). An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.